Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported an event where insulin leackage occured at the infusion sets site within a few hours, reported between (B)(6) 2023 and (B)(6) 2024. The customer resolved their issue by replacing infusion set and resumed insulin. No further information available.

Manufacturer narrative:
Initial and final MDR 1908079 - MDR 3003442380-2024-13305 - device 1 of 1.